Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported events of premature discharge of battery and pacing problem were not confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for explant of the pulse generator due to premature battery depletion attributed to high pacing output. Further information was requested but not received.